Event description:
It was reported, that the patient presented for a generator change procedure. Upon interrogation, the left ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.